Manufacturer narrative:
Two steris technicians were present in the room during the time of the reported event and were performing preventive maintenance on the reliance washer. During a test cycle, the technicians noticed a small flame emitting from the interior light located inside the washer's chamber. The flame was contained to inside the unit. One of the technicians utilized a fire extinguisher to put out the flame. An employee was present in the room operating another piece of equipment when the steris technicians were performing preventive maintenance on the reliance washer. The steris technicians stated the interior light may not have been properly seated in the socket subsequently causing a spark to occur. The technicians repaired the washer, ran a test cycle and confirmed the unit to be operating properly. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported an employee experienced inhalation effects while in a room where the reliance vision single washer was located. The employee sought treatment at the facility's emergency department.